Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that error code 1104 "backup alarm failed" displayed on the system. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device. During troubleshoot he observed error code 1104 "backup alarm failed" in the error log. To resolve the issue pse replaced the cpu board. System overall checking, cleaning, run testing, and a function test were performed. System works as specified post this action.

Manufacturer narrative:
The issue of secondary alarm failure has been previously investigated. Testing of this cpu with the accusation of a secondary alarm failure/e/c 1104 has been analyzed and the results of the testing of this cpu has resulted in a no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.